Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The reported shaft separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the shaft separation appears to be related to operational context.

Event description:
It was reported during preparation of the 2.5 x 12 mm nc trek balloon catheter when negative was pulled, air was pulled into the syringe. When the device was being inspected the hypotube slipped right out of the nosecone/hub. Another nc trek was used in the procedure successfully. There was no patient involvement and no clinically significant delay in the procedure. No additional information was available.